Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charge/battery lasts less than expected anomaly and failed battery test alarm noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump did not give a low reservoir warning and had a diminished battery life. Also, the insulin pump rejected new battery and the insulin was squirting during priming. It was reported that the insulin pump was slow during rewind. The device will not be returned for analysis.